Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs meter serial number (B)(4). Compared to an unknown laboratory methodology. It was reported during sample collection, that the first drop of blood was wiped away and the second drop of blood was applied to the test strip. It was unknown if the same finger or different fingers were used for both meter tests. The reporter confirmed the code chip in the meter did not match the test strips used for testing. On (B)(6) 2022. And within minutes, the patient's meter results were 5.7 inr and 5.7 inr. Within 45 minutes, the patient's laboratory result was 2.2 inr. The patient's therapeutic range was 2.0- 3.0 inr. The patient's testing frequency is once every 1- 2 weeks.

Manufacturer narrative:
The meter and test strips with lot number 50323014 were requested for investigation. Replacement product was sent. The meter and test strips with lot number 54974523 were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However; those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." To perform a test, product labeling states, "if you need to repeat a test, use a new lancet, a new test strip, and a different finger." For code chips, product labeling states, "each box of test strips comes with its own code chip. The code chip provides the meter with information such as the lot number and expiration date of the test strips. Before each test, make sure the correct code chip is in the meter. Each time you open a new box of test strips, replace the old code chip with the new one. Caution: using the wrong code chip can produce incorrect results." The investigation did not identify a product problem. The cause of the event could not be determined.